Manufacturer narrative:
Upon review of medical records provided, it was determined redness and swelling is a normal finding at 4 days postop, and dressing changes are a conservative and typical response to aid in wound healing. As the patient is noted to have severe osteoporosis, she likely has a pre-existing metabolic condition requiring supplemental or increased protein intake to enhance incisional healing. Therefore, this device is considered to be not reportable.

Event description:
Upon review of medical records provided, it was determined redness and swelling is a normal finding at 4 days postop, and dressing changes are a conservative and typical response to aid in wound healing. As the patient is noted to have severe osteoporosis, she likely has a pre-existing metabolic condition requiring supplemental or increased protein intake to enhance incisional healing. Therefore, this device is considered to be not reportable.

Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog#: 00223200302 bone plate 246 mm length 8 holes lot#: 63853465, unknown cable. Foreign: (B)(6). The device will not be returned for analysis as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-04167, 0001822565-2020-04168.

Event description:
It was reported that approximately 4 days post surgery of a fractured prosthesis, the patient experienced redness and swelling at the wound site. The patient was treated by strengthening dressing change and nutrition treatment. Attempts have been made and additional information on the reported event is unavailable at this time.